Event description:
During the therapeutic placement of a vaxcel microport in a male patient (age unknown), the guidewire unraveled from a distance of 20cm distal to the platinum tip of the device. This occurred during the introduction of the guidewire to the basilica vein. The guidewire was removed from the paitent and another guidewire was obtained and the procedure was successfully completed. The complainant reported that no portion of the guidewire detached in the patient at anytime. No sequellae was identified by the complainant as a result of the reported problem.